Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator exhibited automatic mode switch episodes caused by far-field r-wave oversensing. Programming changes were made. The patient reportedly felt like he had some heart beats going up his throat but was otherwise fine and stable.